Manufacturer narrative:
On october 25, 2023, mentor became aware that date of event information was received on october 11, 2023; however was inadvertently missed under the previous initial submission. It has been correctly updated to (B)(6) 2015 under field b3 on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 1, 2023, the mentor failure analysis lab received the device for evaluation. On november 3, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mod classic gel, 425cc breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the posterior view within an area of shell abrasion measuring less than 0.1 cm. In addition, the gel bleed reported could be caused by the tear found. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time.  Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness, or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of paresthesia may be transient or chronic. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 32-year-old caucasian female patient underwent primary breast augmentation with 425cc mentor memorygel breast implant on the left side, and with 400cc mentor memorygel breast implant on the right side and experienced left side pain, and burning like feeling in middle of chest between both breasts, and gel bleed. It was reported that the patient also experienced a tearing sensation on the right medial side, and her back hurts too. The patient has consulted with the medical professional. As a result, the patient underwent bilateral removal surgery on (B)(6) 2023. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left gel bleed, pain, and paresthesia. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).